Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: (B)(4) ; product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: (B)(4) ; product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: (B)(4) ; product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient's ins was infected after a battery replacement surgery. This led to 3 more surgeries, and a potential 4th surgery. The surgeon initially relocated the ins and replaced the wires leading to the head 3 times, but the infection still hadn't cleared. The patient's only option was a complete system explant including removal of the leads, which would be the 4th brain surgery for the patient. The patient's health had deteriorated substantially due to the infection and repeat surgeries; the patient couldn't walk and was mostly bedridden. No further patient symptoms/complications were reported as a result of the event.